Manufacturer narrative:
The lighthead subject of the reported event was returned for evaluation. Evaluation results determined that the yoke exhibited evidence of extreme and abnormal stress due to a significant static or dynamic load that distorted the tube portion of the yoke and breakage of a weld. The exact cause of this stress could not be confirmed. The device history record (DHR) was reviewed and confirmed the harmonyair a-series lighting system was manufactured to specifications; no abnormalities were noted. A complaint review was performed and determined this to be an isolated event. The harmonyair aseries surgical lighting system operator manual states, "section 3 - safety precautions: do not bump lightheads into walls or other equipment. Always use handles or gripping surface when positioning lighthead during surgical procedures, or when cleaning or servicing the lighting system." User facility personnel were counseled on the importance of not impacting the lighting system with other equipment. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure the lighthead detached from their harmonyair a-series lighting system. The patient procedure was completed successfully. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite and confirmed the reported event. The steris technician replaced the lighthead and yoke, tested the function of the harmonyair a-series lighting system, confirmed the unit to be operating properly and returned it to service. The lighthead subject of the reported event is being returned for evaluation. A follow-up report will be submitted when additional information becomes available. No additional issues have been reported.